Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] the following was confirmed from the investigation. -it was found the main board failure of the subject device at olympus service operation repair center (sorc) inspection. There was no abnormality inside the subject device other than the reported phenomenon. According to the investigation, the cause of the reported phenomenon was the main board failure. The cause of the main board failure could not be identified. In addition, the cause could not be surmised because there was no abnormality inside subject device other than the reported phenomenon. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). It was duplicated the reported phenomenon and found the printed circuit board (cr board which had pressure sensor/pressure sensor circuit) failure which caused making alarm. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device made the alarm suddenly and the front panel indicators of the subject device was disappeared during the unspecified procedure. The intended procedure was completed with changing to another device. The occurrence date of the event is unknown. There was no patient injury associated with this report.